Event description:
It was reported by a company representative that a vns patient went to a cardiologist who said she was experiencing vasovagal syncope. Follow-up by the company representative to the patient's treating neurologist on (B)(6) 2016 revealed the neurologist does not believe that the vns is causing the vasovagal syncope. The patient stated the syncope stated about a year ago. Diagnostics were within normal limits. The device was programmed off. The patient was referred to a cardiologist for follow-up. Additional relevant information has not been received to-date.

Event description:
Additional follow-up from the physician was received which provided that the syncope was not related to the vns device and that the patient experienced no change in syncope after turning off the device.